Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the needle was falling out of the device. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of four devices. One opened by the account and three sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the opened single use loading unit (sulu) noted that the needle was disengaged from the suture. The needle was not received . No fraying was noted at the end of the suture. Three needles were received sealed in packages. Each of the sealed needles was loaded onto a pmv instrument. Each needle was found to function properly when applied through layers of test media. Pressure was exerted on each needle in all directions and from both sides of each jaw to simulate clinical conditions. Each needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling each needle. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to the suture detached needle. The most probable root cause for the secondary unrelated condition of needle detached from suture is the suture undergoing tension. The file will be closed as a not confirmed. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).